Event description:
Physician inserted catheter. Catheter kinked inside pt's blood vessel as evidenced by x-ray. Physician attempted to manually remove catheter. Catheter snapped in two places. Pt was taken to operating room to have pieces surgically removed.